Event description:
Testing is performed on all sorin 3t heater coolers every 6 weeks. We have 8 units; 7 tested negative; one unit positive. Specimens were collected a few months ago and the results were recently received. Testing was done by special pathogens laboratory. Specimen tested positive for mycobacterium; species not identified at the time this report is being submitted.

Event description:
Testing is performed on all sorin 3t heater coolers every 6 weeks. We have 8 units; 7 tested negative; one unit positive. Specimens were collected a few months ago and the results were recently received. Testing was done by (B)(6). Specimen tested positive for mycobacterium; species identified as mycobacterium gordonae.